Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The device was manufactured in august 2018. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. The reported issue described is a known issue. It is evident from the lot number that the device was manufactured in 2018. It can therefore be assumed that the cable was used for longer than the specified 12 months. The cause of the damage is therefore most likely due to age-related wear in connection with improper handling. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service found the cord completely detached from the plug that connects to the hf generator unit. Visual inspection of the damaged area under a microscope reveals traces of burnt, charring deposit on the internal wirings and insulation as signs of thermal damage. There are debris and a small tear on the boot of the large plug. However, the rest of the cable insulation and the connector contact pins are intact. Due to the damaged cable, it could not be tested for the functionality. The damaged cable could have contributed to the reported complaint.

Manufacturer narrative:
Upon further review, the cable was purchased on (B)(6) 2019. Per the instructions for use manual, the cable should not be used after one year. The territory sales manager will instructed the user facility to check for other high-frequency cables to ensure that they are used accordingly and that after one year of use to dispose of the cable and purchase another one. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The endoscopy account manager was informed by the nurse manager at the user facility that the high frequency monopolar cable reportedly caught fire during an unspecified procedure. This occurred at the connection between the cable and a non-olympus electro-surgical generator unit. No patient/user injury or harm was reported.